Event description:
It was reported that prior to surgical procedure at the user facility, the sonopet handpiece got hot. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.